Manufacturer narrative:
Manufacturer's investigation conclusion: tracking information for the mpu was not reported. Device build records were not reviewed. Set up and use of the mpu are documented in the heartmate ii lvas patient handbook. System controller alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate ii lvas patient handbook. The reported event, of loss of external power alarms, was confirmed in the submitted heartmate ii lvas controller log file. The loss of external power event occurred while the patient was using the mpu as their power source. The event log file contained approximately 30 hours of patient event data. The patient used the mpu as the power source for almost the entire log file period. There was one loss of external power event that occurred with the patient on the mpu. The events lasted approximately 35 seconds in duration. The controller operated on backup battery power during the event. The mpu was the power source before and after the event. Based on the power source indicator (rsoc) and power cable lead (cable) voltages, the mpu output was lost. Per the log file, the mpu appeared to be operating properly before and after the event. Multiple requests for the return of the mpu and additional event information were sent to the customer. The mpu was not returned for evaluation. No additional information was reported. The root cause of the loss of external power event while operating on the mpu was unable to be determined in this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a log file review was requested. Vad interrogation done at the site on (B)(6) 2021 it was noted the patient had low flow events dating back to (B)(6) 2021 and one low voltage occurrence. Technical services reviewed the submitted log files and noted the log file captured constant low flow events from the beginning of the log on (B)(6) 2021 at 04:30 through (B)(6) 2021 at 09:08 then the flow recovered into the 2.7-3 lpm range. Additionally, the mobile power unit (mpu) lost total power on (B)(6) 2021 at 05:06 causing low voltage events, the backup battery in the controller was enabled until power was restored to the mpu. The loss of power to the mpu was very brief. No disconnection of the driveline was noted.